Event description:
No additional information.

Manufacturer narrative:
Investigation results: five samples were provided to our quality team for investigation. Through visual inspection, it was observed that one graduation line and the number nine on each syringe are smeared to be blurry and partially missing. The condition observed is non-conforming per product specification. Potential root cause for the scale markings smeared and missing print defects are associated with the marking process. These defects are occurring below an expected rate so no corrective actions are required at this time. Furthermore, a device history record review was completed for provided lot number 3290858. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 301029, batch#: 3022763, 3290858. It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "during our internal inspection found 310 syringes that present faded printing." Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 301029. Quantity affected: (B)(4) ea. Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Reported issue: per customer email -- during our internal inspection found 310 syringes that present faded printing. Expiry: 9-30-2028.

Manufacturer narrative:
D.4. Other lot number includes 3022763 and other expiration date includes 2028-09-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-10-17.